Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised that they were able manually power the device back on. After the second time the device powered off and the user powered the device back on, the device remained on for the rest of the call. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. While, the cause of the reported issue could not be conclusively determined, the likely cause was due to a loose battery.

Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised that they were able manually power the device back on. After the second time the device powered off and the user powered the device back on, the device remained on for the rest of the call. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.